Manufacturer narrative:
Age - added. Gender - added. Expiration date - added. Product available to stryker - updated. Device evaluated by mfg: updated. Manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During analysis of the returned device, special attention was focused on the guidewire distal section and hydrophilic coating along its length. Under magnification, the hydrophilic coating was examined. The coating was present on the guidewire. The coating was not gritty; the coating was slippery when checked with gloved hands. The wet guidewire revealed uneven surface at approximately 8.0cm (bubbles) from its distal end. Analysis of the coating revealed that it was uneven; however, the coating was present and not peeled as alleged. Based on results of the investigation and available information, the cause of the uneven surface cannot be determined. The report of hydrophilic coating peeling was not confirmed as there was no evidence of hydrophillic coating peeling and analysis confirmed the coating was present. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during preparation, the coating on the wire had "gone off". There was no patient involvement.

Event description:
It was reported that during preparation, the coating on the wire had "gone off". There was no patient involvement.